Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 6 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia with adhesion thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was excised out. Defect was outlined by adhesiolysis, and omentum was removed. A piece of ventralex mesh (device #1) was placed on the defect and anchored using suture.¿ (B)(6) 2013 - patient had pain and was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair. Per operative notes, ¿the scar tissue was dissected. The bulk of hernia on the left side was encountered. The ventralex patch (device #1) was palpable and incorporated in the fascia toward right. The hernia emerged on left of the mesh. The hernia sac had been debrided, and defect was defined.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia, adhesions thereby underwent robotic assisted and open repair with the removal of ventralex mesh (device #1) and implant of ventralight st using echo ps mesh (device #2). Per operative notes, ¿extensive adhesions to the anterior abdominal wall were taken down. The previously placed mesh (device #1) was separated from the defect. Several loops of bowel scarred to mesh were dissected free. The hernia defect was identified. The ventralex mesh (device #1) and small bowel were completely removed from the anterior abdominal wall. The midline defect was repaired using a round ventralight st using echo ps (device #2) and secured using sorbafix spiral tacks. Attorney alleges that the patient had adhesions, bowel perforation, pain, hernia recurrence and emotional injuries.